Event description:
A report was received that the patient had abdominal pain. The pain was determined to be unrelated to the device but unknown if it was related to the procedure. The patient subsequently underwent an explant. When the patient was for permanent implant, it was found that a surgifoam, which was used during the explant procedure, was left inside his body. This was confirmed through x-ray. The physician decided not to open up the patient for fear of infection. With regard to the sponge, bsc will not be made aware of the next course of action. No device malfunction was suspected.

Event description:
A report was received that the patient had abdominal pain. The pain was determined to be unrelated to the device but unknown if it was related to the procedure. The patient subsequently underwent an explant. When the patient was for permanent implant, it was found that a surgifoam, which was used during the explant procedure, was left inside his body. This was confirmed through x-ray. The physician decided not to open up the patient for fear of infection. With regard to the sponge, there will be no next course of action. No device malfunction was suspected.

Event description:
A report was received that the patient had abdominal pain. The pain was determined to be unrelated to the device but unknown if it was related to the procedure. The patient subsequently underwent an explant. When the patient was for permanent implant, it was found that a surgifoam, which was used during the explant procedure, was left inside his body. This was confirmed through x-ray. The physician decided not to open up the patient for fear of infection. With regard to the sponge, bsc will not be made aware of the next course of action. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the sponge (surgifoam) was removed from the patient's body, and the patient was implanted with the spinal cord stimulator. The patient was doing well postoperatively.